Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for issues not similar to the reported complaint. The database showed no quality notification/s were opened for the source device. Based on the file review global reportability assessment is necessary. The customer stated that there was no patient involvement a review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
Case ID: (B)(4). Case status: open. Summary: 8015 keypad not working. Case notes: problem description: 01/15/2018, 12:55:21, ddmanans. 8015 sn: (B)(4) npi. Keypad not working. Softkeys 1, 2, and 3 not working on unit. Recommend to try another keypad. If keypad still not working, logic bd would need to be replaced. Gave part number to keypad and transfer to com for pricing